Manufacturer narrative:
(B)(4). Evaluation: still under investigation.

Event description:
Claimant's counsel assents the following as facts: (B)(6) old male presented with complaints of increasing right groin pain since having inguinal hernia repair in 2008, and increasing pain for 2-3 days, noted that pain increases with movement and always present. Pt indicated that there was no redness, swelling, fevers, chills, or pain with leg lift. He underwent evar on (B)(6) 2011. The physician, anesthetist, and assistant placed the device (26x82 main body, 16x73 contralateral limb, and a 16x73 ipsilateral iliac leg with completion angiography). It is indicated that there were 3 cook reps at the procedure that day. After dissection of common femoral arteries then 8000 units of heparin was given under subcutaneous technique under fluoroscopic vision. A wire placed into both common femoral arteries. A catheter was then placed and a lunderquist wire was placed through the thoracic aorta. The main body was oriented and placed into the body on the left side. After the 12 fr sheath and a straight flush catheter were placed and several injections were noted to be aware of the renal arteries wear out, the main body was deployed until the contralateral gate was open. The contra gate was then cannulated and a straight flush catheter was placed in the hypogastric bifurcation and then marked. An iliac leg was then placed. There was some movement of the graft so at this time the gate was recannulated. Another contrast injection was made to show where the hypogastric artery was. An iliac leg graft was then placed and deployed. A coda balloon was then used to dilate the proximal and distal portions as well as the overlaps in the gate. Completion angiography showed widely patient bilateral renal arteries and no endoleaks. The hypogastric was filled and there was no filling of the aneurysmal sac. Stable exclusion of the aneurysmal sac with no filling and the graft material was well below the renals as possible. Once the physician was satisfied that the bilateral renal arteries and the left accessory renal artery was wide open, as well as the hypogastric arteries with good flow and no endoleaks, all wires, catheters, and sheaths were then removed and femoral arteries clamped, flushed and sewn. Flow was then released, doppler signs checked and all was adequate. Patient wound closed, pt was awakened and in stable condition. During the course of the procedure, images were obtained showing the operative process. Final fluoroscopy dated (B)(6) 2011 at 10:33 a.m. (2 versions - the native run and the subtraction run), the renal arteries cannot be seen. The image also appears to indicate that the graft was deployed and the top cap appears to be off the stent graft. No image taken after 10:33 a.m. Medical records indicate the surgery was completed by 11:17 a.m. And estimated blood loss was 600 ml of blood with cell saver returning 200 ml. Urine output was 400 ml crystalloid. IV fluids were 2500 ml of crystalloid. There were no complications. End of procedure findings were that there was no evidence of any endoleaks, exclusion of the aneurysmal sac with no type I or type ii endoleaks and no filling of the sac and good filling of bilateral renal arteries, the left accessory renal artery, and bilateral hypogastric arteries. Lab studies: the while count is 10.5, hemoglobin 15, hematocrit 41, and platelet 273. Bun 17, creatinine 0.9, sodium 135, potassium 4.1, chloride 103, co2 of 25 and glucose 115. The pt was bought to the special procedure room after renal artery ultrasound document no flow to the renal arteries and an increase in the level of creatinine and no urine output for the last few hours after eva. The post-surgery records show that the renal arteries were blocked by the proximal end of the main body graft, so a second procedure was initiated to attempt to remove the blockage. The physician who placed the graft wrote in his operative notes that the bilateral renal arteries were occluded by the proximal "migration" or "movement of the graft" of approximately one centimeter. However, independent review of the imaging studies provided by the claimant's attorney indicates that the graft was displaced superiorly between 9:59 am and 10:13 on (B)(6) 2011 during initial deployment, just after suprarenal stent deployment but before contralateral limb deployment. The "movement of the graft" described in the complaint report likely occurred at this time, as 14 minutes elapsed with no change other than superior graft displacement. It is unlikely the "movement of the graft" referred to in the operative notes represented superior displacement of the endograft. Although the renal artery compromise was evident on the angiography, the operator apparently did not recognize it. Had the operator been aware of the renal artery compromise, attempts at remediation ranging from pulling the graft down to snorkel stenting of the renal arteries would have been performed. Apparently, the renal artery compromise was not suspected until the cessation of urine output was recognized. By the time the renal artery ultrasound was performed at 7 p.m., the kidneys had been ischemic for nearly 9 hours. After pulling down the graft was unsuccessfully tried, the renal blood flow was eventually restored by open repair early in the morning on (B)(6) 2011. On (B)(6) 2011 the second procedure started in special procedure room with bilateral common femoral artery retrograde access with diagnostic angiogram. Then in the operating room, left brachial access with diagnostic angiogram, right femoral artery cut down. Exploratory laparotomy with aortotomy and excision of suprarenal stent as well as proximal portion of the stent graft covering bilateral renal arteries. Aortorenal thromboendartectomy and thromboembolectomy of bilateral renal arteries and left accessory renal artery. Patch angioplasty using a dacron patch. Completion angiography. The same physician who did the first procedure performed the second. The overall impression of the second procedure is as follows: successful suprarenal stents extraction as well as proximal graft excision and aortorenal thromboedartectomy with revascularization of bilateral renal arteries and accessory left renal artery. No evidence of endoleak. Estimated blood loss was 600 ml and pt tolerated the procedure very well. He was then awake and alert and had very good post operative pain control. Unfortunately, the damage to the kidney's were irreparable by that point and the pt death followed after several weeks of effort to save him. The exact date of death has not been provided.